Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the setscrew could not be inserted into the implantable neurostimulator (ins) during the procedure. The ins was not implanted and was replaced by another product. The issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far and cross threaded. The head of the screw was stripped, prohibiting a wrench from tightening down the screw. The screw could not be realigned and could not be tightened down on a lead.